Manufacturer narrative:
Other application component are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had the wires in her both legs stopped working on left side, and she was having very bad pain on her whole side. It was stated healthcare professional (hcp) had been giving patient shots due to this pain. It was noted patient called representative (rep) to reprogram her device but rep could not come, so a lady in hcp office reprogrammed her device due to issue above. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported the patient was experiencing unbearable pain on their left side where the ins was going into their hip and down in their leg and into their toe. The patient had met with personnel at the hospital/clinic for reprogramming to try and correct the stimulation. The patient has also been using a butrans patch and has been taking pills for the pain. It was noted the patient had gastric bypass in 2002, and since then a lot of the pills they have taken wouldn't absorb, and they have been so uncomfortable. The patient had an x-ray to try and look at the leads but the results did not indicate any issues that were suspected so the doctor ordered a MRI for the patient, so compatibility guidelines were requested and reviewed during the call. The patient was able to put the device into MRI mode and when they turned the stimulation back on the patient had commented that the stimulation was "really working" at 2.70 volts. The stimulation was then turned down to 2.20 volts, which was comfortable for the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they used to have stimulation down both legs, but the one leg wire that goes down to the left foot stopped working. They indicated that the right leg was fine. The patient stated that the healthcare provider (hcp) tried, ¿but it was not even working at all and the pain was unbearable¿. The patient stated that they had been going back and forth with them. They had an appointment on tuesday and they stated that ¿the guy who assists with the stimulator would be there¿. It was asked if the guy was a manufacturer representative (rep) or a staff member or the doctor and the patient thought they might be a staff member for the hcp. It was recommended that the patient charge their stimulator so they would be ready. The patient stated that on tuesday the hcp was supposed to give them a shot for their pain and they tried that many times, but it had not helped. They stated the pain was unbearable on the left side and they were thinking of putting in a pain pump. The patient was redirected to follow-up with their hcp to address their symptoms. It was reported that the event started a couple of months ago in 2017. No further complications were reported/anticipated.